Manufacturer narrative:
An intuitive surgical, inc. (Isi) technical support engineer (tse) could not find any related errors in the logs. The tse advised the customer to disconnect sterile adapter (sa), replace the endoscope, restart the system and the issue was resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause cannot be determined based on the information provided and phone support details. Per the customer, the issue occurred during use, and the endoscopes were not defective. The phone support details did not reveal any issues related to the customer reported event. .

Event description:
It was reported that during a da vinci-assisted transabdominal preperitoneal (tapp) ventral hernia surgical procedure, the 30-degree endoscope image turned upside down due to excessive endoscope rotation. Intuitive surgical, inc. (Isi) technical support engineer (tse) could not find any related errors in the logs. The tse advised the customer to disconnect sterile adapter (sa), replace the endoscope and restart the system. The procedure was completed with no reported injury. Isi followed up with the customer and obtained the following additional information: the endoscope image was upside down, which induced the non-intuitive motion. The issue occurred on the second endoscope as well. The issue was resolved by power cycling the system. The customer stated that the issue occurred during use. The endoscopes will not be returned since the issue was not related to defective endoscopes.

Manufacturer narrative:
The probable root cause of the reported image inverted issue may be attributed to improper user setup, specifically related to the endoscope installation on the arm.

Event description:
Refer to h11 for follow-up information.